Manufacturer narrative:
The device was received; analysis is not yet complete. A review of the lot history record (lhr) was performed. There were no non-conformances. The lot conforms to its predetermined specifications and requirements, including for stent retention. Stent damage and dislodgement are captured in the risk assessment as known potential hazards. Investigation is not yet complete. A follow-up report with relevant additional information will be submitted.

Event description:
On (B)(6) 2018, prior to removing a 4.0x18mm cobra pzf nanocoated coronary stent system from its dispenser coil packaging, the coil was flushed with heparinized saline. The stent system was then pulled out of the coil without difficulty. Negative pressure, with contrast, was then drawn using an indeflator inflation device, followed by removal of the protective stent sheath, without issue. The stent system was then advanced in the patient via radial access; once crossing the lesion, an attempt was made to deploy the stent, but it was discovered that the stent had dislodged onto the proximal shaft at some point during advancement. All devices (stent, delivery system, guide catheter, and guide wire) were then withdrawn as a single unit. The flared stent ends were then noted and, reportedly, the flared ends likely occurred during advancement then withdrawal. There were no adverse patient effects. The patient was successfully treated with a drug-eluting stent. Though requested, no additional information was provided.